Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Event description:
It was reported that the transmitter could not be powered up after being struck by lightning as the power cord had melted.